Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
External insulation abrasion was noted at 49.2-49.3cm from the connector pin. Externalized conductors due to external and internal insulation abrasion were noted at 48.6-51.0cm from the connector pin. Internal insulation abrasion was noted at 28.5-29.2cm, 36.9-37.8cm, and 48.9-49.0cm from the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that during follow-up visit, via x-ray externalized conductors were noted. Normal electrical measurements were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.